Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump powered up properly after battery installation. The operating currents are within specification. No battery out limit alarms noted. The insulin pump has minor scratches on lcd window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the buttons on the insulin pump were not responding. The customer removed the battery and received a battery out limit alarm that could not be cleared. It was stated that the device may have been exposed to sweat since the customer wears it in her bra while at practice. It was also reported that the screen had a diagonal scratch across. Blood glucose value at the time is unknown; current reading was 68 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.